Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9:30 on (B)(6). The patient manages their diabetes with self-adjusted insulin, including humalog and lantus. The patient stated that they had not yet taken their usual dose of humalog at the time the alleged issue began. The patient stated that at the time of testing they were experiencing symptoms of ¿dizzy due to hyperglycemia¿. The patient denied receiving any further medical treatment for this symptom. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom does not meet lifescan's criteria for a serious injury. In addition, the patient was likely symptomatic prior to the start of the alleged issue and stated that they had not yet taken their usual dose of insulin. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.